Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26-july-2011. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: particle material device inner surface particle(s) brown, opening shell anterior opening linear, leak test opening shell leakage linear , micro analysis opening diaphragm valve bond edge sharp linear 5.5 mm, dimension measurement shell edge shell non textured thickness none 0.020 in, dimension measurement shell edge shell over all none 0.035 in, shell thickness within specifications, fill inspection no blockage diaphragm valve port hole no blockage clear. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture, baker grade unknown.

Event description:
Doctor reported right side deflation. Patient representative reported "fear of alcl including: mental anguish and fear of alcl, increased risk of alcl", "anxiety", "disfigurement", "chronic inflammation", "pain", "swelling", "rashes", "itching", and "capsular contracture" baker grade unknown. Patient representative additionally reported "diagnosis of t-cell lymphoma", "mycosis fungoides", "tissue damage", "post-traumatic stress", and "irritable bowel, chronic gi upset"; these events are not device related. Device has been explanted.